Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving inaccurately erratic readings. The patient obtained the blood glucose readings of 9.7 mmol/l and 11.8 mmol/l on the reported meter within 20 minutes. There was no patient injury associated with this issue. The test results fell outside expected values for precision testing, therefore this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.